Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbc ii results for 2 patients on a cobas e 411 analyzer (disk system). Patient 1: the initial elecsys anti-hbc ii result was 0.938, and the repeated result was 0.923. The unit of measure was not provided. It was reported that the confirmation result was obtained using the electrochemiluminescence method. On (B)(6) 2026, the (hepatitis b core total) confirmation result was 0.85 ir (non-reactive). On (B)(6) 2026, the hepatitis b core igm result was 0.13 ir (non-reactive). On (B)(6) 2026, the hepatitis b antibody result was 0.68 ir (non-reactive). Patient 2: on (B)(6) 2026, the initial elecsys anti-hbc ii result was 0.689. The unit of measure was not provided. It was reported that the confirmation result was obtained using the electrochemiluminescence method. On (B)(6) 2026, the (hepatitis b core total) confirmation result was 0.92 ir (non-reactive). On (B)(6) 2026, the hepatitis b antibody result was 0.66 ir (non-reactive). The samples were repeated because the results did not match the patient's clinical picture.